Event description:
On (B)(6) 2012, pt's clinical trainer reported the up button on the infusion device is responding intermittently and has to be pressed hard to make contact. Clinical trainer stated the rubber protector is peeling near the up arrow button on the infusion device but you are not able to see the metal plate. Pt is visually impaired. On f/u call on (B)(6) 2012, pt reported the button on the infusion device does not remain flat when pressed and the rubber protector is peeling off. Pt stated the metal plate is not showing. Pt reported the button does not make an audible sound when pressed. Up/down arrow buttons responded during troubleshooting. Pt stated the issue began approx (B)(6) 2012. Pt reported the clinical trainer would be coming over to setup the backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.